Manufacturer narrative:
The complaint states the round orange wheel in center of instrument is broken. The investigation confirmed the failure mode as reported. It should be noted that a design change has now been implemented in which the material of the locking knob is now avaspire which is less susceptible to residual stress and resists the propagation of cracks. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The round orange wheel in center of instrument is broken.